Manufacturer narrative:
The pump was received with no button response on the up and down arrow buttons due to an unlocked lcd keypad connector. The buttons responded properly after locking lcd keypad connector. The pump passed the idle current test and run current test. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify failed battery test alarms due to the button keypad anomaly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and failed battery test. Customer's blood glucose at time of incident was 19.4mmol/l. Customer stated that keypad doesn't always respond. Customer also it alarm failed battery test. Customer advised that battery compartment was cleaned and another battery was use but no difference. Customer was advised that pump will come back for analysis and will be replaced by tnt.